Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol ventralex. On (B)(6) 2016 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 2 months post implant of ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with removal of mesh. Per op notes, "protruded mesh was noted." The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Note, the manufacturing date (15-dec-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol ventralex.. (B)(6) 2016 - the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "two defects with incarcerated preperitoneal fat was reduced and the defects were connected. Another defect was also identified and reduced. A ventralex patch was placed and sewn with sutures." (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia and chronic pain thereby underwent laparoscopic repair with explant of mesh, component separation and left salpingectomy. Per operative notes, "the omental adhesions to the abdominal wall right to the midline with protruded mesh was noted. Left salpingectomy was performed. The adhesions were removed. The mesh and the omentum to the anterior abdominal wall were taken down." Attorney alleged that the patient had adhesions, pain and hernia recurrence.